Event description:
It was reported that 5 minutes into a procedure the laser system displayed an error indicative of a system malfunction and shut down. The error was unable to be cleared which would not allow the procedure to be completed with this system. Turp was used to complete the procedure with no report of a pt injury.

Manufacturer narrative:
The laser system was serviced and the suspect component was removed and replaced.